Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): stopped delivering during infusion

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was heavily contaminated and showed some external damages. The performed long term test revealed no abnormalities. A faulty function was not detected. Thereupon the sample was disassembled and the inside was investigated. A broken claw mechanism as well as material compressions were found. The outer look of the device let assume that the device was used out of its specification. The reported error pattern could not be reproduced. The device operated as intended. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.